Event description:
On 31/dec/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every 3-5 days (based on vancomycin trough level), and ceftazidime 1000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2025, and the patient¿s ceftazidime was discontinued. The patient was recovering from the serious adverse events and continued to undergo ccpd therapy utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformanaces or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which required antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event and poor self-care in recent months. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 31/dec/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every 3-5 days (based on vancomycin trough level), and ceftazidime 1000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2025, and the patient¿s ceftazidime was discontinued. The patient was recovering from the serious adverse events and continued to undergo ccpd therapy utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.